Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 23-sep-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain, cervical/neck, radiculopathy, and spinal pain. It was reported that the patient had a recently placed 2x8 cervical lead. For right arm and shoulder pain. She remained in the hospital for observation and pain control. The hcp told the rep that on todays routine morning examination the patient had weakness in her right arm, and numbness in her right leg. He further said that there is some cervical stenosis that he suspects is causing the problem. He brought her back to the or for exploratory surgery, and replacement of the 2x8 lead with two 977a160 percutaneous leads. Exploratory surgery. No hematoma found. The 2x8 surgical lead was replaced with percutaneous leads. The issue was resolved at the time of this report.